Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information revealed that tones were emitted from the device, as expected. The device was explanted and replaced. No adverse patient effects were reported. The device was returned and it is waiting for analysis.

Manufacturer narrative:
This supplemental report was filled to provide additional information on this case. At this time, the product has not been analyzed. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information revealed that tones were emitted from the device, as expected. The device was explanted and replaced. No adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.